Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula was disengaged from the trocar. The circular seal and duckbill seal appeared intact. The obturator was received and appeared intact. The flip-top converter appeared intact. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flip-top seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, while device was being applied on the abdomen for access, the surgeon complained that the cannula broke off, it was separated from the top portion of the trocar and the seal detached. New trocar was used to complete the procedure. There was no patient injury.